Event description:
A peritoneal dialysis' clinic biomed tech called into tech support with a shipping question. During this call it was noted that the patient that the cycler belonged to passed away in (B)(6) 2013. A f/u call was made to the patient's peritoneal dialysis nurse. Per the peritoneal dialysis nurse the patient was in the cardiac cath lab when he suffered a heart attack and passed away.

Manufacturer narrative:
Add'l attempts to the patient's peritoneal dialysis nurse have been made with no add'l info provided. This MDR includes all event info rec'd to date. A supplemental report will be submitted upon completion of the plant's investigation.